Manufacturer narrative:
(B)(4).

Event description:
According to the reporter: the jaw of the clip applier (B)(4) could not be closed and it could not be removed from the trocar easily. The surgeon forced it out and the blue part of the trocar broke.